Event description:
I have filed a complaint with the FDA and I'm still not getting the help I need from anyone. I am (B)(6). I had a johnson and johnson depuy knee replacement, my right knee is disfigured, swelling of right knee, painfully knots on the inside of right leg. I cannot walk alone, I have to have a in-house nurse to clean my home and I have fallen a lot of time and I have been in therapy for 6 years and no one will help me, I would like to know who can help me for my pain and suffering.